Manufacturer narrative:
(B)(4). Lead model 39565-30, serial# (B)(4), implanted: 2008 (B)(6), extension model 3708140, serial# (B)(4), implanted: 2008 (B)(6), extension model 3708140, serial# (B)(4), implanted: 2008 (B)(6), programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).

Event description:
It was reported that the patient had typically needed to run his stimulator at 9.0 volts in order to feel stimulation. After recharging one day the patient stopped feeling stimulation, even when amplitude was increased to 10.0 volts. Impedance measurements were within normal range, and the patient was referred to a doctor to take an x-ray. It was reported that the patient outcome was 'better'. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reports that the internal neurostimulator (ins) turned itself off and stayed off for 1-3 hours. The patient programmer indicated the ins was on, but the patient did not feel stimulation. When the stimulation was set to where the patient got relief his foot went "goofy", meaning it started "shaking and bouncing back and forth". When stimulation was turned down, the shaking stopped but it no longer helped the pain. This had been happening for the past 4 months prior to the report on (B)(6) 2012. The patient had no falls or trauma over that time. After the patient met with a manufacturer representative for reprogramming but he still experienced the same problem. Patient did not have an x-ray and was going to attempt to see his doctor. Patient outcome was not provided. If additional information is received, a follow up report will be sent.